Event description:
I have breast implants that have severely damaged my quality of life. I am in constant pain, rashes, hair loss, joint pain, spinal swelling, extreme cellular inflammation. I can no longer run, work out, and barely have enough energy to keep my job. I was recommended them by a dr for reconstruction purposes. They were covered completely under insurance and now I pay up to $(B)(6) to have them properly removed to save my life. Cellular spinal inflammation (B)(6) 2018 which is causing sciatica, toxic build up being displayed in my eyes and skin (B)(6) 2017, unexplained ailments for the last 3 years, steadily increasing in severity.